Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging. Customer cleared the alarm to address the issue and the usb cable/ac power charger were replaced. Customer¿s blood glucose level was within range (value not provided).